Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): " he stated that the pump was continually alarming either "air in line", "occlusion", "check cassette", or that it would not deliver the appropriate dose at the appropriate time client called in stating that his daughter (who is attached to pump) was having multiple issues with her pump since friday. He stated that the pump was continually alarming either "air in line", "occlusion", "check cassette", or that it would not deliver the appropriate dose at the appropriate time. He stated the nurse from the (B)(6) had been in and changed the line, charged the battery, checked the cassette door etc and was able to get the pump running but as soon as the dose was to be delivered, same errors would continue. Client stated that his wife was en route to pharmacy and was hoping to switch out the pump. Client asked that I call the pharmacy and discuss this with them. Writer called pharmacy and gave details regarding troubleshooting, pharmacy was glad to have this information, call concluded. Delay in therapy:yes. Need for medical intervention:no."

Manufacturer narrative:
(B)(6). (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): ""he stated that the pump was continually alarming either "air in line", "occlusion", "check cassette", or that it would not deliver the appropriate dose at the appropriate time client called in stating that his daughter (who is attached to pump) was having multiple issues with her pump since friday. He stated that the pump was continually alarming either "air in line", "occlusion", "check cassette", or that it would not deliver the appropriate dose at the appropriate time. He stated the nurse from the clsc had been in and changed the line, charged the battery, checked the cassette door etc and was able to get the pump running but as soon as the dose was to be delivered, same errors would continue. Client stated that his wife was en route to pharmacy and was hoping to switch out the pump. Client asked that I call the pharmacy and discuss this with them. Writer called pharmacy and gave details regarding troubleshooting, pharmacy was glad to have this information, call concluded. Delay in therapy:yes need for medical intervention:no".